Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: investigation revealed that all keypad buttons were under responsive. The keypad cover was removed and no internal damage was found. The pump casing was removed and moisture was found on the printed circuit board. Unrelated to the original complaint, investigation revealed the following: there was visible moisture in the display; the battery compartment was cracked; leak testing revealed a leak at the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.